Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external equipment. The reason for call was patient said they keep having problems with changing the program and turning the intensity levels up or down. Patient said right now the intensity is up too high because they turn it on higher when they go to work and now, they are home from work and it is up way too high and they need to turn it down but they can't. Agent asked patient to connect with the handset and communicator and handset stated communicator was not found. Patient tried to press the white button on the communicator and said they did not see any colors light up. Patient plugged communicator into a different wall outlet and the battery icon did not show any colors. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the communicator. Pt stated the settings are too high she can't handle them, agent reviewed info. Due to pt's distressed state, agent did not ask for hcp name. Patient called inquiring when their package would arrive. Agent reviewed with patient fedex showed on schedule for delivery today by 1:30pm. Agent offered to provide tracking number, but patient declined saying they have no computer and don't know how to access the internet on their phone.

Manufacturer narrative:
Updated h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.